Event description:
Caller reported that a malfunction occurred on the pump but no notable events were noted prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Cts provided information to reset the pump and assisted the caller in doing so, after which the malfunction code did not recur. Customer was informed to continue using the pump and advised to call back if the malfunction code reappears, and the caller acknowledged and understood the guidance.